Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use 270um laser fiber was used in a procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber broke in the middle while inside the ureteroscope. There were no reported patient complications as a result of the event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke during use. Investigation results: a lighttrail 270 um single use laser fiber was returned broken in two pieces. The first piece measured approximately 227.1 cm from the top of the connector to the break. The second piece measured approximately 83.2 cm from the break to the distal tip. Exposed glass portion of the distal tip measured approximately 3.5 mm and was consistent with a fracture. The remainder of the tip was not returned. Review and analysis of all available information indicated that the fiber was received for analysis broken with the tip detached, this was likely as a result of handling during setup of the device as it interacted with a scope, and the device had no influence on the event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 19, 2018 that a lighttrail single use 270um laser fiber was used in a procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber broke in the middle while inside the ureteroscope. There were no reported patient complications as a result of the event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.